Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-3636 knotless 1.8 fibertak inserter tip broke during insertion. Both anchors were implanted successfully, despite the breakage. The broken tips were not retrieved. This was discovered during a hip arthroscopy labral repair procedure on (B)(6)2023. Additional information received on (B)(6) 2023: the fragments were embedded in bone and not retrieved. It was confirmed under fluoroscopy that the fragments were not posing any harm to the patient.

Manufacturer narrative:
Additional info: h6: the photo provided confirms that the tip of the inserter broke off in the patient. The most likely cause of this can be attributed to prying/leveraging the device during use.